Event description:
Procedure type: gastrectomy. Patient sex: unk. According to the reporter: after firing the device, staples were malformed at the tip of the jaws. Some of the staples remained at the tip of jaws. Nothing fell into patient's cavity. Manual suturing was added to fix the staple line, and the procedure was completed. The surgery was extended about 30 minutes due to the alleged non-conformity.

Manufacturer narrative:
.